Event description:
Additional information was received from the manufacturer representative (rep). The device was never implanted and the rep was able to resolve the issue with an agent. The battery is working fine. No further action was required for the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they were able to get all of these devices working. They remembered the agent mentioning programming the devices off any metal surface. They looked under their desk and noticed the underside was metal. They moved to a different area and the issue was resolved. They requested for the return/complaint request to be cancelled. The issue resolved once realizing there was metal on the underside of the table they were using and switched to a non-metal table.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. It was reported that the company rep called to report oob failure with this battery. They said on (B)(6) 2025 they tried to configure the battery but couldn't get any handset or communicator to connect to it. They said they got a message saying there was an internal error and the app would "crash." Caller went on to say they tried the same external equipment with a different battery and had no issues. Agent emailed caller link to order return mailer kit to return the battery for analysis.